Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Reprogramming was done and was successful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the facility.